Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that cartridge leaked insulin from cartridge septum. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy.